Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had a constant alarm when it was being put on a patient and it would not turn off. The patient was transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.